Event description:
Report received from the USA stating that the device has a bent drive shaft. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. The device was evaluated and the reported condition of "bent shaft" was confirmed. During the pre-repair diagnostic assessment the device was found to have a "bent shaft". If additional information is received, a supplemental report will be sent. Ref:(B)(4).